Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the company lens, 16.0 diopter, (1.5 extended depth of focus) lens model was replaced with a non-company (+16.0) lens model. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient complained of poor distance vision and double vision. The lens was explanted and replaced with another lens in a secondary procedure. Iol exchange was performed with lri (limbal relaxing incisions). As per doctor explant was due to vivity lens and vitreous opacities. There was no patient harm and patient was not hospitalized as a result of this event. Additional information was requested, but further no information was available.